Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after the implantation, with the pt still on the surgical table, the first interrogation the programmer displayed a message indicating that the device was in safe mode and required a re-initialization procedure. The reinitialzation was not successful, so the device was explanted.